Event description:
It was reported that the customer inserted the guidewire smoothly, however, the intra-aortic balloon (iab) could not be inserted completely. The iab was checked and it was found that the inner lumen was completely separated from iab base. They did not continue with therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site full name: (B)(6). Event site telephone number: (B)(6). Event site postal code: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID (B)(4).

Manufacturer narrative:
The iab was returned with the membrane completely unfolded. No blood was observed on the iab catheter. A visual examination was performed on the returned iab catheter and no inner lumen break or damage was observed. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Event description:
N/a